Manufacturer narrative:
As of today, this product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker contacted their clinic with complaints of palpitations and an increased heart rate during the night. The clinic suggested a patient-initiated interrogation (pii); however, two attempts failed, and the patient was brought into clinic the following day. An electrocardiogram (ECG) was performed which confirmed the patient was pacing in unipolar mode at approximately 72 beats per minute (bpm). The clinic questioned why they were not notified via home monitoring, and technical services (ts) explained the box for enabling patient-initiated interrogations had not been checked (the patient was enrolled in home monitoring less than one month prior). Review of device data via the latitude remote patient monitoring system confirmed (once a successful pii had been done) confirmed the device had reverted to safety mode. As such, device replacement was recommended. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. As of 07-apr-2025, no additional information has been received despite good faith efforts thus far. Should pertinent follow-up information be provided in the future, an updated report will be issued.

Event description:
It was reported that the patient with this pacemaker contacted their clinic with complaints of palpitations and an increased heart rate during the night. The clinic suggested a patient-initiated interrogation (pii); however, two attempts failed, and the patient was brought into clinic the following day. An electrocardiogram (ECG) was performed which confirmed the patient was pacing in unipolar mode at approximately 72 beats per minute (bpm). The clinic questioned why they were not notified via home monitoring, and technical services (ts) explained the box for enabling patient-initiated interrogations had not been checked (the patient was enrolled in home monitoring less than one month prior). Review of device data via the latitude remote patient monitoring system confirmed (once a successful pii had been done) confirmed the device had reverted to safety mode. As such, device replacement was recommended. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode. Engineers determined this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that the patient with this pacemaker contacted their clinic with complaints of palpitations and an increased heart rate during the night. The clinic suggested a patient-initiated interrogation (pii); however, two attempts failed, and the patient was brought into clinic the following day. An electrocardiogram (ECG) was performed which confirmed the patient was pacing in unipolar mode at approximately 72 beats per minute (bpm). The clinic questioned why they were not notified via home monitoring, and technical services (ts) explained the box for enabling patient-initiated interrogations had not been checked (the patient was enrolled in home monitoring less than one month prior). Review of device data via the latitude remote patient monitoring system confirmed (once a successful pii had been done) confirmed the device had reverted to safety mode. As such, device replacement was recommended. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.

Event description:
It was reported that the patient with this pacemaker contacted their clinic with complaints of palpitations and an increased heart rate during the night. The clinic suggested a patient-initiated interrogation (pii); however, two attempts failed, and the patient was brought into clinic the following day. An electrocardiogram (ECG) was performed which confirmed the patient was pacing in unipolar mode at approximately 72 beats per minute (bpm). The clinic questioned why they were not notified via home monitoring, and technical services (ts) explained the box for enabling patient-initiated interrogations had not been checked (the patient was enrolled in home monitoring less than one month prior). Review of device data via the latitude remote patient monitoring system confirmed (once a successful pii had been done) confirmed the device had reverted to safety mode. As such, device replacement was recommended. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.

Manufacturer narrative:
This report is being issued to amend the evaluation method codes section. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode. Engineers determined this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that the patient with this pacemaker contacted their clinic with complaints of palpitations and an increased heart rate during the night. The clinic suggested a patient-initiated interrogation (pii); however, two attempts failed, and the patient was brought into clinic the following day. An electrocardiogram (ECG) was performed which confirmed the patient was pacing in unipolar mode at approximately 72 beats per minute (bpm). The clinic questioned why they were not notified via home monitoring, and technical services (ts) explained the box for enabling patient-initiated interrogations had not been checked (the patient was enrolled in home monitoring less than one month prior). Review of device data via the latitude remote patient monitoring system confirmed (once a successful pii had been done) confirmed the device had reverted to safety mode. As such, device replacement was recommended. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.